Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-6480 dualwave pumps pressure was rapidly increasing and compartment syndrome was observed for the patient 30 minutes after surgery. This occurred during a meniscal root repair on (B)(6) 2023, the customer complained about the durability issue on the product but, it is suspected that the problem was caused by the reuse of tubing. Ar-6410 tubing was used with the pump. The procedure was completed with the patient having swelling, it is likely to have additional surgery. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Review of this complaint confirmed the event summary code selection. The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause is abnormal use as the device is not intended for reuse. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).